Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005 the patient presented with the following surgeries: bilateral partial lumbar hemilaminectomy and decompression lateral recess stenosis to treat the following surgeries: l5-s1 spondylolisthesis. On (B)(6) 2007 the patient presented with the following surgeries: revision spinal fusion, explanation of pedicle screw instrumentation and removal of fractured screw in the right sacrum, exploration and decompression, left side l5-s1, re-instrumentation with 8.0 screws from the sacrum on the right and a 7.5 array screw on the right l5 vertebral body, lateral fusion with right iliac autograft and bone morphogenic protein to treat the pre-op diagnosis: failed lumbar fusion with broken screws at the sacrum on the right side, recurrent spinal stenosis. Op notes: bone morphogenetic protein kit was then called for and the sponge was prepared in the appropriate fashion. The sponge was cut into halves and a autograft was prepared. The lateral aspect at this time was corticated as noted previously and a compact lateral mass effusion was then performed. Additional allograft was packed on top. When this was accomplished, the entire wound was inspected. It has been irrigated prior to placing the mineralized bone matrix. A deep drain was placed. The wound was closed in a routine fashion with #1 vicryl sutures and skin clips. An intraoperative x-ray was confirmed position of the screws on the right-hand side. The patient tolerated the procedure well. No complications noted. On (B)(6) 2007 the patient presented with the following surgeries: l5-s1 left decompression laminectomy and lysis of nerve root adhesions to treat the following pre-op diagnosis: unstable l5-s1 previous fusion with left s1 radiculopathy. Op notes: a lower lumbar midline incision was reopened, and the spine exposed with periosteal elevators. The site of the previous laminotomy was identified in the midline and paraspinal musculature was removed laterally over the spot of the rods and previously placed screws at l5 and sl. The paraspinal musculature was retracted laterally and held into position using self-retaining retractors. The pedicle screws and rods were removed. Next, scar tissue was removed at the l5-s1 lamina on the left, with enlargement of the bone using angled kerrison bone punches and curettes. The dura and scar tissue surrounding the s1 nerve root was removed, and the entire lateral to anterior dura freed from surrounding scar tissue. At conclusion of diskectomy, a dural separator was easily placed in the left intervertebral foramen. When the dura was free, s1 nerve root was freed. The procedure was then continued by another surge ron for replacement of the fixation construct and revision of the fusion. Patient alleges unspecified injury due to the use of rhbmp-2.